Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that this pacemaker was part of a system revision, due to sepsis and the device became infected. There were no additional adverse patient effects reported. This pacemaker was explanted.